Event description:
Apparently, we the pa inserted the vasoview harvesting device, she noticed that a piece of the clamp came apart. She was able to remove the device and grab the piece that came apart. It was right at the beginning of the case. There was no patient harm. Device was removed from the field and a new one was opened.